Manufacturer narrative:
The investigation is ongoing. This report is 2 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2022-03916.

Event description:
As per pre-decontamination evaluation of the esheath, the liner was completely delaminated, and the c-marker was not returned. Upon follow up the c-marker was snared when retrieving the distal part of the balloon. As reported by our british affiliate, after a successful implant of a 29mm edwards sapien 3 valve in the aortic position by transfemoral approach, during post dilatation, the commander delivery system, balloon burst at full inflation. Post dilation was performed due to significant paravalvular leak. An attempt was made to retrieve the unfolded umbrella shaped balloon from the esheath. After numerous attempts the system separated from the balloon shaft. The remaining part of the balloon was retrieved using a snare. There was no vascular cut down or surgical intervention required. The patient is stable. The patient's annulus was moderately/severely calcified.

Manufacturer narrative:
The 16fr esheath was returned to edwards for evaluation. Visual inspection revealed the following: circumferential liner delamination, c-marker band was missing, sheath was fully expanded as designed and the distal tip was opened as designed. Functional and dimensional testing was unable to be performed due to the nature of the complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history did not reveal other complaints relating to the reported event. The esheath introducer IFU, device preparation manual and the procedural training manual were reviewed for guidance and instructions. The procedural training manual provides guidance on balloon burst. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system, and when removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off and if successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath liner delamination and components separate were confirmed upon visual inspection of the returned device. However, no manufacturing non-conformances were identified during the evaluation. A review of the DHR, lot history, and complaint history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely an issue was present out of box. The complaint description states, 'while performing the post dilatation, the commander delivery system balloon burst at full inflation. During device removal, problems were encountered to retrieve the balloon back into the esheath due to a radial burst'. Per evaluation of the returned device, the liner was fully circumferentially delaminated, and the c-marker band was separated and missing. As reported, the delivery system balloon was ruptured. The altered balloon profile can be more susceptible to catch onto the distal tip of the sheath. The ruptured balloon profile likely caught onto the sheath tip during delivery system withdrawal resulting in the liner delamination. As the radiopaque c-marker band would be exposed with the liner fully delaminated, it would be more prone to dislodging from the distal tip, especially if compounded with excessive device manipulation to retrieve the delivery system through the sheath. In this case, available information suggests that procedural factors (altered balloon profile, excessive manipulation) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time. A previously CAPA and product risk assessment was initiated to capture further investigation.